Event description:
Per independent repair center statement the (B)(4) concentrator has low o2 or yellow light. The key failure was that the pe valve assembly was leaking. Other issues addressed were the inlet filter was dirty, and the zip tie on the pe valve needed replacing.